Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of an implantable pulse generator (ipg) the device would only pacing in unipolar even when programmed to bipolar, implant detect was turned off. It was noted the device was unipolar in the box when first interrogated. There was a few seconds of noncapture while pacer was in unipolar mode. On the third attempt with the programmer the device paced in bipolar however the physician opted to complete the procedure using another ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.